Manufacturer narrative:
This report is submitted on june 13, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth, inflammation and a loss of osseointegration. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). Following treatment, the inflammation and overgrowth subsided; however the implant was removed on (B)(6) 2017 due loss of osseointegration. Reimplantation is planned, but yet to occur as of the date of this report, june 13, 2017.